Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that ems (emergency medical services) visited the patient's home due to a hypoglycemia event. No other details are available as the patient refused to give additional information about symptoms, treatment provided or if the patient was wearing a pod at time of the hypoglycemia event.